Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and corroded battery cap contact. Off no power anomaly was not confirmed due to blank display. The device had cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump experienced off/on power issues during bolus. Customer's stated that the insulin pump did not alarm off/on power alert. Customer's blood glucose reading was 196 mg/dl. Nothing further reported.